Event description:
It was reported that intermittent audio output occurred. The patient¿s spouse reported the app did not provide an audio alert when the patient¿s cgm value went below the urgent low value of 3.1 mmol/l. The event occurred at 2:00 am, the spouse stated she did not know what was going on with the patient as he was incoherent, delirious, acting ¿drunk¿, vomiting, and asking if he was dead. The spouse could not determine what was happening and by the time she checked the cgm value, it was less than 3 mmol/l. She suspected it may have been that low for a few hours. She called emergency medical services (ems) and while waiting, she injected the patient with glucagon. The patient did not recognize her and was combative when she inserted the needle. Ems arrived and performed a blood glucose (bg) which was less than 2.0 mmol/l. The patient was treated with IV glucose, improved, and was not transported to the hospital. The spouse reported the patient is blind and relies on the different tones associated with the low and urgent low alerts. The patient did not know he went below 4 mmol/l because the alert sound never changed. The patient¿s cgm alert settings were: low alert 4.5 mmol/l and urgent low 3.1 mmol/l. At the time of the report, the patient was doing good. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).